Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one malformed clip was returned. The instrument was received partially applied with two clips remaining. No visual abnormalities were observed with the instrument. Functional testing found that the instrument was applied to appropriate test media. The instrument cycled without binding. The remaining clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. No functional abnormalities were observed. It was reported that the clip continued to be clipped in a scissoring state. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when a side load is applied to one side of the instrument jaw, pushing the jaw past the center line of the tube prior to actuating the handle (wedge plate activation). This can in some circumstances, causing one of the clip legs to become caught outside of the jaw, resulting in clip malformation as observed upon handle cycling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid excessive twisting of jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, after the fifth firing, the clip continued to be clipped in a scissoring state. The usage was discontinued. A clip fell from the jaw region before clipping while it was in a scissoring state. The clip was able to be removed. A new product was used to resolve the issue. There was no patient injury.